Manufacturer narrative:
Investigation included technical support troubleshooting and user education focused on bluetooth pairing hygiene and device settings. Investigation of this case revealed successful restoration of communication after removal of legacy bluetooth sensor entries, consistent with a connection management issue rather than a sensor or ilet hardware failure. It was concluded that the event was due to bluetooth pairing conflict and resolved with standard troubleshooting, with the device performing as expected after reconnection.

Event description:
It was reported that the user experienced intermittent bluetooth communication loss between a dexcom g7 sensor and the ilet, resulting in missed glucose data display on the ilet until the user deleted prior sensor pairings and re-established the connection, after which readings resumed normally. Symptoms included no adverse clinical effects and no reported hypoglycemia or hyperglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization.